Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to hypervolemia, shortness of breath (sob), abdominal swelling and scrotal swelling. Medical records received, confirmed that the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018. The record indicated that the patient contacted his nephrologist on (B)(6) 2018 after experiencing abdominal distention (severity unknown), and was advised to skip peritoneal dialysis (pd) therapy for the night and drain. However, there was no improvement in the distention overnight, and reportedly the patient became sob and went to the emergency room (ER). The remainder of the hospital course is largely unknown, as the discharge summary is incomplete. However, unspecified imaging completed on (B)(6) 2018 revealed a moderate to large right pleural effusion, a small left pleural effusion, scrotal edema, and a small to moderate bilateral hydroceles. The medical safety physician (msp) contacted the patient and reported that the patient continued to perform pd therapy while hospitalized, with a prescription change now utilizing 2.5% dextrose. After the discharge the patient pd regimen was permanently changed to 2.5% dextrose, plus a last exchange of 4.25% dextrose (full prescription unknown). The msp stated that it appeared that a possible event of increased intraperitoneal volume (iipv) might have occurred in the past leading to fluid in the lungs with congestive heart failure (chf), however, there was no allegation of a device malfunction or deficiency made by the patient. The patient only initially reported draining inadequately. The scrotal edema was still present, but improving. The patient reported having no issues with his pd catheter, overfill or any liberty select cycler related drainage issues. The patient reported seeking additional consultation at (B)(6) (specialty unknown) for an assessment and treatment of the scrotal edema. Upon follow, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient will be transitioning to hemodialysis (details unknown). Presently the patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the same liberty select cycler. The pdrn also stated the patient¿s swelling has improved. The pdrn could not provide an estimated dry weight (edw), but stated the patient remains 6 kg above his estimated dry weight. The pdrn stated the patient did not report any iipv or iipv symptoms or had fluid retention in the past.

Manufacturer narrative:
Correction: report source. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between continuous cycling peritoneal dialysis (ccpd) treatment with the liberty select cycler and the patient¿s adverse event(s) of abdominal swelling/distension, scrotal swelling, hypervolemia and shortness of breath (sob). Documentation in the patient¿s medical records indicate the patient has multiple hernia¿s which could have allowed pd fluid to leak into the patient¿s genitalia. Due to increased intra-abdominal pressure with pd therapy and an existing history of multiple hernias, a likely contributory association with the liberty select cycler cannot be excluded. The etiology for the patient¿s abdominal distension/swelling, hypervolemia and subsequent sob is unknown, therefore causality cannot be determined. At the time of this clinical investigation the liberty select cycler has not been returned for manufacturer for further product investigation. Additionally, there is no treatment data available for review, therefore iipv cannot be assessed. However, according to the pdrn on (B)(6) 2018 there was never an allegation of iipv and the patient has a known history of fluid retention.